Event description:
The complainant reported an under delivery. The intended delivery was 910ml, at a rate of 65 cc/hr to be given over 14 hours. However, the actual amount received was 600ml.

Manufacturer narrative:
The device has been received and is currently undergoing evaluation. Abbot nutrition standard operation procedure includes attempting to obtain all required information from the source.